Event description:
It was reported to boston scientific corporation that a rx dilatation device was used. The balloon did not work, it leaked. The patient was reported to be "fine" at the completion of the procedure. Note: as reported, this event did not represent a MDR-reportable scenario. The evaluation of the returned device, completed in 2006, revealed that the balloon was torn longitudinally. This is a MDR-reportable scenario.

Manufacturer narrative:
The unit returned was lot number 8137797 which is a subassembly of the lot number reported. The unit was returned with a stylet attached to the inject hub. There was no stopcock attached to the balloon hub. The shaft was checked for kinks and dents and none were found. An attempt was made to inflate the balloon under water using 118psi of air but failed. Bubbles were seen emanating from the proximal end of the balloon. Both proximal and distal balloon bonds were examined and found to be within specification, 2mm and 2.5mm in length, respectively. On attempted inflation, bubbles could be seen emanating from the proximal end of the balloon approx 2mm from the proximal balloon bond and above the proximal ro marker. The balloon was examined under a microscope and a small longitudinal tear could be seen at this location. The cause of the event could not be determined. A DHR review was carried out and no anomalies were found.